Manufacturer narrative:
Section a2/a4: patient age/date of birth and weight was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e1: reporter email: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for review. Some no external power events were captured on (B)(6) 2025. There was no interruption in pump support during these events. The ventricular assist device (vad) had functioned as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power was confirmed via log file analysis. The log files were reviewed and revealed on 21aug2025, no external power alarms activated due to both power cables being simultaneously disconnected. The alarms resolved once the system was reconnected to an external power source. The backup battery was able to provide support to the system during the events. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was determined to be user error, by both system controller power cables being disconnected from external power at the same time. Device history records were not required to be reviewed per investigation procedures. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Upon further investigation, review of the log files revealed the no external power alarms on 21aug2025 were due to both power cables being simultaneously disconnected.